Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. The device was not returned to kimberly-clark for evaluation, therefore we are unable to determine a root cause for the reported event. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report stating, ¿after opening the medline pack and donning the kimberly-clark, kc microcool xl gown an obgyn medical doctor began to experience a reaction. The facility had used the medline packs with the medline gowns previously with no reaction. The hospital converted to the kimberly-clark gowns and drapes in the medline packs. The kimberly-clark gown does not have latex. It was reported that the obgyn medical doctor used an epinephrine allergic reaction injection pen during the episode, but that report was not confirmed. No definitive cause of the reaction is available, but the obgyn medical doctor reverted back to using the medline gown. ¿ kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).